Event description:
Reportedly, guide wire was not able to be inserted into the orange connection before use. No pt complications.

Manufacturer narrative:
The device was returned and evaluated. Customer report was confirmed. The pacing probe was received in its sealed original packaging. The pacing probe was not attached to the orange tuohy-borst adapter.